Manufacturer narrative:
Samples received: no samples available, no units in OEM stock. Analysis and results: there are no previous complaints of this code batch. Without any closed sample and/or defective samples OEM cannot carry out an analysis in order to take a decision. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: na. Corrective/preventive actions: na.

Event description:
Country of complaint: (B)(6). Complaint states: the needle is not triangular.